Event description:
"Scar tissue buildup" of three stents occured. The pt had three taxus express2 drug eluting stents, 2.5x16mm, 2.75x32, and 3.0x16, placed in the proximal to distal right coronary artery (rca) in august 2005. The pt was seen by the physician after having an abnormal cardiolite stress test, suggesting inferior wall mi. The pt was not having chest pain. The pt agreed to proceed with the cardiac catheterization. A critical restenosis of 95% was found on the edge of the proximal stent. The lesion was predilated with a 2.5x6mm stormer balloon and a 3.0x12mm taxus stent was placed in an overlapping fashion to the proximal rca stent. The 95% stenosis was reduced to 0% residual stenosis. The stent was deployed at 14 atm's. The rest of the proximal to mid rca had less than 10% in-stent restenosis and the distal rca was widely patent with less than 20% in-stent restenosis. No further pt complications occured. Pt status is satisfactory.